Event description:
Abbott point of care was contacted by a customer in 2007, that a patient sample generated an I-stat hematocrit result of 21% pcv and the laboratory result was 34% pcv. The pt was given 2 units of packed red blood cells based on the hematocrit result, the I-stat chem 8+ lot p06270.